Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: a manufacturing review could not be performed as the lot number was not provided. Visual inspection_functional/performance evaluation: the sample was not returned; therefore, visual inspection, functional evaluation and performance evaluation could not be performed. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter hook interface became separated during advancement and the filter became stuck inside the deployment sheath. Another denali filter system was flushed, prepped and deployed successfully. There was no reported patient injury.